Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit loss of capture (loc). No adverse patient effects were reported. At this time, this lead remains in service.